Event description:
80 year old female was implanted on (B)(6) 2023. They were seen at their 2 week wound healing check as well their 4 week activation appointment. There were no issues noted related to healing of the incision. On (B)(6) 2023, they were seen by the implanting physician and presented with clear signs of infection at the incision site (i.e. Redness and soreness). Additionally, the implant was visible. The physician explanted the device. The patient's wound was debrided, irrigated and packed and they were prescribed antibiotics. Patient was referred to a wound clinic. An update was received on 04/24/2023 confirming the patient is under the care of a wound clinic. No further issue reported related to healing of the site.

Manufacturer narrative:
The surgical notes associated with patient's procedure were reviewed. There were no concerns noted by the company proctor assigned to the patient's procedure. Additionally, the device history file for both the ecoin device including the sterile load history report and the lots of the procedural kit available at the implantation facility were reviewed and there were no related issues found. The device was received by vtc on 04/18/2023. The failure analysis team performed visual inspection and ran final device electrical test on the device and found no related issues with the device. The investigation found no issues or use errors related to the reported issue. The cause of the infection is not determined.